Event description:
It was reported that frost was observed on the needle shaft. Two iceforce 2.1 cx 90 degree needles were selected for a cryoablation procedure. During the procedure at the end of the freeze cycle, an ithaw malfunction error appeared on both needles. It was also noted that both of the needles froze up to the entry point of the patient.